Manufacturer narrative:
Concomitant medical products: catheter model#8709sc lot#n157500028 implanted: (B)(6) 2008 explanted: unknown. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion and gear train anomaly. Analysis of the catheter revealed no significant anomaly. The sc assembly and proximal segment of catheter was returned to the manufacturer. Tears/coring was seen in the cup of the sutureless connector (sc); however no leaks were determined in the lab.

Event description:
It was reported that a critical alarm due to a motor stall was heard, and was also confirmed by telemetry. The stall was constant, and no motor stall recovery was recorded in the pump's event logs. The alarm was noted as having started at 8:00 pm, even though the pump stall occurred at 3:45pm on (B)(6) 2011 per the logs. No cause of the stall was noted; and the patient did not have any mris performed recently. The patient had under dose symptoms, and the following was indicated: facial flushing, confusion, and tightness. The patient was admitted to an intensive care unit for several days where he did experience withdrawal. The patient's pump was replaced on (B)(6) 2011. The stalled pump was noted as only having been implanted since (B)(6) 2008. It was later reported that the patient did not have an MRI for several months; and "no issues at that point with motor stall recovery" was noted. The patient had seen a physician a day prior to the occurrence of the alarm for a pump adjustment, and no alarms were noted at that time. It was clarified that the patient's family heard a two tone alarm at 8:20 pm on (B)(6) 2011. Some 17 ml of lioresal was removed from the pump. The patient was noted as having been injured; and had recovered from the device replacement procedure with sequela. The patient was indicated as still currently being in the hospital, and managed for withdrawal. The following symptoms were indicated: redness, itching, hives, low blood pressure, confusion, and extreme spasticity. The drug in the pump was lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.